Manufacturer narrative:
Product ID: 3093-33 lot# v126581, implanted: 2008 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had no stimulation sensation. It was stated, this had been occurring since the previous weekend, as of the date of this report. It was further noted that two weeks prior, the patient had fell and had a slight concussion. The device was not checked at that point. In addition, the patient cannot adjust stimulation. Telemetry between the implantable neurostimulator (ins) and patient programmer was able to be attained. The ins was on and set at 2.7v. The amplitude was increased to 4.4v, but the patient still had no stimulation sensation. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information indicated that impedance values of >4000 ohms on some of the bipolar pairs and on all or some unipolar pairs were read on the day of the report. All electrode pairs were read with impedance values >4000 ohms except for c-0=1111 ohms, c-1=547 ohms, 0-1=1147 ohms. The patient had only ever had 1 program in place on past programming sessions. Programming session on (B)(6) 2011 was 0- and 3+, as was the session on (B)(6) 2012 which was last programming session that medical record showed. X-rays taken were negative for any lead movement. Impedance testing was conducted again at 1.5v, 300us with results being c-0=1197 ohms, c-1=586 ohms and 0-1=1216 ohms with all others >4000 ohms. The patient felt some throbbing during the impedance test. When programmed with c+1-, the patient was getting stimulation in bicycle seat area at 0.8v, 210us, 14hz, 16 seconds on/8 off for cycling. With c +0-, the patient felt some stimulation in bike area at 1.3v. With 0-1+, the patient had stimulation at 1.4v. Those 3 programs were created for the patient to try.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. It was noted that there was no injury.